Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer blood glucose levels at the time of incident were 600mg/dl. The customer states she is now doing well. The customer states successfully changing the reservoir on their own for the first time. Nothing is being returned or replaced at this time.